Event description:
A valiant captivia stent graft system was opened for the endovascular treatment of a 20.0 cm thoracic aortic dissection. It was reported that while prepping the device it was noticed that saline was not reaching the stent graft inside the delivery system and instead was introducing air into the system. A leak was then noticed coming from the side port. The physician decided to use another device and the procedure was completed. The physician stated that the cause of the event was device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the complaint was confirmed as water was unable to be flushed through the sideport. The reported sideport leakage could not be confirmed as no leakage could be recreated during flushing. The root cause of the event could not be conclusively determined during analysis. Inspection of the components found that all the individual components met with material specification.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.